Event description:
On an electric wheelchair/knee is not doing well [unspecified disorder of knee joint] has a discomfort due to a crown that she had done on (B)(6) 2024 [discomfort] case narrative: initial information was received on 15-aug-2024 regarding a solicited valid serious case from a patient, in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case involves an 88 years old female patient who was on an electric wheelchair/knee is not doing well and has a discomfort due to a crown that she had done on (B)(6) 2024 after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate, strength: 48 mg/6 ml) injection (dose, frequency, route, indication: unknown). Since an unknown date, after unknown latency, the patient was on an electric wheelchair. Patient stated her knee was not doing well (arthropathy, caused disability) and she had a discomfort due to a crown (discomfort) that she had done today (on (B)(6) 2024) (batch number and expiry date: unknown for both the events). No additional information available. Information on batch number and expiration date corresponding to the one at time of event occurrence could not be requested as product has been discarded action taken: not applicable for both the events. Corrective treatment: on electric wheelchair for arthropathy, not reported for discomfort. At time of reporting, the outcome was unknown for both the events. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 27-aug-2024 with summarized conclusion as no assessment possible. Additional information was received on 27-aug-2024 by quality department: ptc complete details added; text amended.